Event description:
"The pt was brought to the or for revision knee surgery due to instability. When dr. Had the knee exposed it was noted that the post was sheared off and the insert had delaminated poly. It was also noted that the locking screw was loose. The screw had been torqued to the proper tightness at the original surgery. Another insert was implanted.